Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the farawave catheter was properly prepared and inserted through the faradrive sheath. Eight ablations were delivered in the left superior pulmonary vein (lspv) followed by eight ablations in the left inferior pulmonary vein (lipv). The physician then moved the farawave catheter in flower position to the right superior pulmonary vein (rspv), advanced the non-boston scientific guidewire into the rspv, and advanced the catheter in basket position. The physician attempted to reposition the guidewire, the guidewire would not retract. The guidewire was advanced forward; however, this did not release the guidewire. The catheter was then pulled back off the tissue, which released the catheter but not the guidewire. The catheter and guidewire were removed from the body. Tissue was observed on the farawave catheter tip and within the guidewire lumen. The procedure was completed using different device (same model). The patient was fully recovered. The product is expected to return for analysis.

Event description:
It was reported that the farawave catheter was properly prepared and inserted through the faradrive sheath. Eight ablations were delivered in the left superior pulmonary vein (lspv) followed by eight ablations in the left inferior pulmonary vein (lipv). The physician then moved the farawave catheter in flower position to the right superior pulmonary vein (rspv), advanced the non-boston scientific guidewire into the rspv, and advanced the catheter in basket position. The physician attempted to reposition the guidewire, the guidewire would not retract. The guidewire was advanced forward; however, this did not release the guidewire. The catheter was then pulled back off the tissue, which released the catheter but not the guidewire. The catheter and guidewire were removed from the body. Tissue was observed on the farawave catheter tip and within the guidewire lumen. The procedure was completed using different device (same model). The patient was fully recovered. The product is expected to return for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of a stuck guidewire. Boston scientific has made three attempts to retrieve the device however no response was received; the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. An image was reviewed by a boston scientific quality engineer. The picture confirmed that it was possible to see the device cage with a tissue on the tip. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review a risk review performed for the farawave device confirmed that the event of guidewire stuck and tissue damage are known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion boston scientific has assigned an investigation conclusion code of known inherent risk of device and cause not established supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.